Manufacturer narrative:
This was inadvertently reported. Further review of the reported event indicates there were no issues with the ECG signal; therefore, the event does not meet reportability requirements.

Event description:
Further review of the reported event indicates there were no issues with the ECG signal; therefore, the event does not meet reportability requirements.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 69-year-old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.